Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis: the root cause of the hemolysis was not determined due to insufficient clinical details and unreturned product and logs for further investigation. Device in wrong position: the root cause of the device being in wrong position was not determined due to lack of sufficient clinical details and unreturned product for further investigation. False alarm: the root cause of the false alarms was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 50-year-old male patient with a past medical history of coronary artery disease (cad) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage e shock after out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR) on inotropes, vasopressors, and ventilator support prior to initiation of support. While the patient was in the intensive care unit (ICU), pink tinged urine was noticed and the automated impella controller (aic) console showed aorta alarms followed by impella position unknown alarms. The motor current (mc) maximum and minimum had a difference of 55 ma. Echocardiogram showed the impella was under the papillary muscle. Repositioning of the impella device was attempted. The patient was subsequently transferred to the cardiac catheterization lab (ccl) for impella repositioning under fluoroscopy. An impella rp flex device was inserted into the left femoral vein for additional support. The impella rp flex was later removed, and the patient subsequently expired on impella cp support. The post-procedure outcome was expired at explant. The device functioned at p-9 at 3.4 l/min with no issues. The device is unlikely to have contributed to the patient's death which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs as they presented in scai stage e shock. Hemolysis is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).